Event description:
It was reported the pacing connection was damaged. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis confirmed the customer comment; the atrial output connector was broken. Analysis also found that the upper/lower cases, battery drawer, and side bail cover were broken. The battery contacts were compressed and the battery release and release spring were contaminated. The display was out of specification (missing segments) and the main printed circuit board was out of electrical specification.